Event description:
It was reported that during an unk procedure, the jaws could not be opened after both devices were fired. The devices had to be cut off of the tissue. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/29/2008. Info anticipated, but unavailable at this time.